Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging little flakes of black when nose blown, coughing, pain in chest related to a ventilator's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's investigation laboratory for further evaluation. The internal and external aspects of the device were inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that could not confirm the customer's complaint and there was no visible foam degradation and contamination. Faults or errors contained within the logs support sensor board contamination all other device functionality appears as no problem found. Sensor board failure because of sensor contamination mt-1 and mt-4. Section b5 was incorrect in initial report, it should be reported as: the manufacturer received information alleging little flakes of black when nose blown, coughing, pain in chest related to a ventilator's sound abatement foam. Section a1, a3, e1 (e-mail address) corrected. Section h6 corrected and updated in this report.

Event description:
The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.